Event description:
Patient revised to address an incorrectly placed head.

Manufacturer narrative:
Examination was not possible, as the product was not returned, provided information states the patient's shoulder would catch due to an incorrectly placed head. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.